Event description:
A customer reported poor aspiration during surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).